Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lens was cracked and that the head failed its uplink tests. It was to be sent on for repair. (B)(4).

Event description:
It was reported that the programmer and its accompanying radiofrequency (rf) programmer head were returned as part of an inventory pull back initiative, however during follow-up it was determined that they may also be in need of some repair. The programmer and programmer head were returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer and the rf programmer head subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.